Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The initial clot was located in the right internal carotid artery terminus bifurcation spreading in as far as m1 middle cerebral artery and a1 anterior cerebral artery. The patient underwent a mechanical thrombectomy to treat vessels occlusion with the subject retrieval device. The procedure was successful without any complications with a thrombolysis in cerebral infarction (tici) score of 2b. The next day, the patient suffered a symptomatic massive right cerebral hemisphere spreading to cerebral chambers hemorrhage resulting in the patient's death at the same day. No treatment was provided due to do not resuscitate - comfort care only orders. It was reported that the event was related to the procedure but unrelated to the trevo device. The physician believed that the most probably the cause of bleeding was related to the patient's warfarin therapy due to mechanical aortic valve.

Manufacturer narrative:
The device was disposed at the hospital.

Event description:
The initial clot was located in the right internal carotid artery terminus bifurcation spreading in as far as m1 middle cerebral artery and a1 anterior cerebral artery. The patient underwent a mechanical thrombectomy to treat vessels occlusion with the subject retrieval device. The procedure was successful without any complications with a thrombolysis in cerebral infarction (tici) score of 2b. The next day, the patient suffered a symptomatic massive right cerebral hemisphere spreading to cerebral chambers hemorrhage resulting in the patient's death at the same day. No treatment was provided due to do not resuscitate; comfort care only orders. It was reported that the event was related to the procedure but unrelated to the trevo device. The physician believed that the most probably the cause of bleeding was related to the patient's warfarin therapy due to mechanical aortic valve.